Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was interrogated prior to implant and found to have a decreased battery status.